Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during customer evaluated the needle had pierced the lidstock. There was no pt involvement.